Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that prior to removal from sleeve, the coil appeared to have detached/deployed whilst inside packaging that was being opened. Another similar lot part was opened with no issues of pre-deployment inside pack. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient was associated with this event.

Manufacturer narrative:
H3: product analysis as found condition: the concerto device was returned for analysis within a shipping box, within a tied up plastic pouch, within a sealed plastic biohazard pouch, within an opened concerto inner pouch, within a dispenser coil and partially within an introducer sheath with the distal pusher already deployed out the distal end of the sheath. Visual inspection/damage location details: the actuator interface was found securely attached to the coupler tube. The break indicator was found unbroken. There was no evidence of detachment attempts at these locations. No damages or irregularities were found with the pusher. The coin was found still against the lumen stop. The shield coil was found undamaged. The concerto implant coil was found separated/broken from the detach element at the coil shell weld. Testing/analysis: n/a conclusion: based on the device analysis and reported information, the customer¿s report of ¿prod damaged/deformed out of pkg¿ could not be ruled out. The customer report of ¿premature detachment¿ was confirmed. The implant was found broken/separated from the detach element. It is possible the damages occurred during production, during transportation, or upon opening the package and attempting to remove the product or after removing it from the package. The likely cause could not be determined. There is an indication that the event is potentially related to a manufacturing issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that there was no damage or evidence of tampering to device packaging. The proximal end of the pushwire secured in the guidewire clip (black rubber stopper) when the package was opened. No detachment attempts had been made. There was no kink/damage observed to the pushwire.